Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient's defibrillation lead had exhibited a high impedance measurement which resulted in a red alert via latitude. There was no prior observations that the measurements had been increasing and there were no adverse patient effects reported. The patient was instructed to follow up as usual and was released.